Manufacturer narrative:
(B)(4). The sample associated to this report was received for analysis and the reported customer issue could not be detected however; confirmed failures for the reported issue have been investigated under a corrective and preventative action. Information has been added to the database for trending purposes.

Event description:
Customer reported prior to use, incomplete deflation was observed. It was noted that the stylet was removed however; the cuff still did not deflate. No patient involvement.